Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (enterobacter cloacae) was misidentified as klebsiella ozaenae. The isolate was identified as klebsiella ozaenae twice. The isolate was then sent to a reference laboratory where it was identified as enterobacter cloacae by maldi. The user had to make a corrected report. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 12-sep-2024. Investigation summary: this complaint is for misidentification of enterobacter cloacae as klebsiella ozaenae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4177565. The customer returned panels, isolates, binary files and phoenix generated lab reports for the investigation. The lab reports show identifications of k. Ozaenae when using the complaint batch. The customer returned isolate was verified with a bruker maldi biotyper and labeled as enterobacter roggenkampii, which is a member of the e. Cloacae complex. To investigate, three customer returned panels, two retention panels of the complaint batch and one control panel from the same material but different batch were inoculated with customer returned isolate e. Cloacae complex and placed in a phoenix m50 machine and evaluated for identification results. All the panels tested returned klebsiella pneumoniae ssp. Pneumoniae identification results. This complaint is confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (enterobacter cloacae) was misidentified as klebsiella ozaenae. The isolate was identified as klebsiella ozaenae twice. The isolate was then sent to a reference laboratory where it was identified as enterobacter cloacae by (B)(6). The user had to make a corrected report. No health impact or consequence reported.